Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch ultrasmart meter displayed the result of "hi" upon testing her blood glucose. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the meter issue occurred on two days earlier, at approximately 3:30 p.m. She tested her blood glucose and her meter showed the word "hi". She gave herself 7 units of humalog on her insulin pump. Her friend then found her incoherent at her desk and gave her something sweet to drink and then brought her to the emergency room where she tested at 40 mg/dl. She was treated with IV glucose and was then taken to the hospital via ambulance. The course of events occurred between 3:30 p.m. And 4:00 p.m. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved, and the patient alleged that after taking insulin she was found to be hypoglycemic.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.